Event description:
It was reported that the pump was alarming no disposable, pump won't run. Settings were reviewed and pump turned off. Patient declined to remove cassette. She is on her way to scheduled appointment for disconnect. Pump remained off at end of call with 2.2 milliliter was remaining. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.